Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no vibration. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and failed with missing usb door and a split open casing on one side. The receiver was charged and rebooted. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and no related errors were observed. The receiver case was opened for an internal visual inspection and it passed. The speaker resistance was measured and registered within specification. The reported event of no vibration was not confirmed. A root cause could not be determined.